Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported low confidence and subsequent delay remains unknown.

Event description:
During an epicardial ablation of arrhythmogenic right ventricular dysplasia (arvd) with ensite x and hd grid, insertion difficulties were noted causing a procedure delay. Geometry and mapping of the epicardial space was difficult to perform because of a location issue. The catheter was in low confidence during vt and a lot of time was spent moving back and forth to obtain an activation point which caused a delay in procedure.